Manufacturer narrative:
(B)(4). The mitraclip remains implanted on the mitral valve leaflets. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed as the mitral regurgitation grade increased post clip implantation. Another mitraclip procedure was performed and is considered medical intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2014 and one clip was implanted reducing the degenerative mitral regurgitation (mr) grade from 4 to greater than 2. A second clip was not considered as the mean pressure gradient was almost 5mmhg and the mr reduction was at first satisfactory. There were no problems with visualization or implantation of the clip. One day post procedure, an eccentric jet was seen on the transesophageal echocardiogram and the mr grade increased to 3-4. The jet was not evident prior or during the (B)(6) procedure and was not associated with a deficiency or malfunction of the implanted clip. A few weeks post procedure the mr grade increased back to 4. The transesophageal echocardiogram showed large jets medial and lateral to the implanted clip. The clip itself was still fully inserted; there was no detachment of the clip from the leaflet. On (B)(6) 2014, a second mitraclip procedure was performed. Two clips were implanted: one in the medial jet and the other in the lateral jet. The mr grade was reduced from 4 to 1. The mean gradient pressure was 5mmhg. The transesophageal echocardiogram confirmed excellent placements of the clips. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. There was no reported device malfunction associated with the clip delivery system. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. A review of the device history record revealed no non-conformances that would have contributed to the reported event. In this case, the information provided in the case details stated that the mr was not associated with a deficiency or malfunction of the implanted clip. The clip itself was still fully inserted; there was no detachment of the clip from the leaflet. Based on the information reviewed, the reported worsening mr was due to patient/procedural conditions; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.